Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 7300tfx 27mm implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 6 years, 6 months due to degeneration, fusion of the posterior leaflets, and severe stenosis. The patient presented with acute on chronic chf, lvef 33%. The tmvr was performed with a 29mm 9755rsl transcatheter valve. Patient is stable post procedure. Per medical records: pre procedure tee showed mv bioprosthesis with degenerative changes. Subtle rocking movement on the posterolateral insertion aspect without clear paravalvular regurgitation. Severely stenotic due to fusion of the posterior bioprosthetic leaflets probably from degenerative changes.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.